Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, 8 years have passed since the delivery of this product, it is likely that parts on the power supply unit deteriorated over time due to long-term repeated use and the power supply unit failed.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty power supply. In addition, 2 power supply fuses were noted missing.

Event description:
A user facility reported to olympus that the device failed to power on. There was no patient injury or harm, associated with the problem, reported to olympus.